Manufacturer narrative:
Method - other; device not returned, investigation with the revising physician. Results - other; no conclusion can be drawn at this time.

Event description:
The pt underwent a single-level x-stop implant. The pt continued to have symptoms following surgery and later developed leg paresis. Further examination revealed a disc herniation. The pt subsequently underwent removal of the x-stop implant and a discectomy. The physician who removed the x-stop indicated in a report that he believes the device contributed to the event. Medtronic has not been able to contact the physician who implanted the x-stop to obtain additional info, and the physician who explanted it has not returned the implant. Without further info from the physician, and without the implant to review, medtronic cannot reach further determinations regarding this incident. As further info is developed, medtronic will provide it.